Event description:
A patient reported removal of two essure micro-inserts due to a nickel sensitivity/allergy. The patient reported symptoms of double menstrual cycles, recurring ovarian cysts, chronic fatigue and severe abdominal pain, post implantation. It is unknown if patient was screened for a history of nickel sensitivity, whether a nickel allergy test was performed, or any result of such test. The original voluntary report, (B)(4), for this adverse event was received through the FDA's medwatch program.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any patient with known hypersensitivity to nickel, confirmed by skin test. IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).